Manufacturer narrative:
Concomitant medical product: product ID: neu_recharger_acc, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient. The caller was a case manager from the phoenix va. They reported that the patient has a wireless battery pack that plugs into the wall, but it no longer charges and is dead. The caller stated that the patient had their equipment stored away in the heat from may-july. They indicated that the patient unpacked the equipment and plugged it into the wall, but it did not charge. The caller added that the patient¿s device hasn¿t worked at all, and the patient hasn¿t used it in a while. Patient services reviewed paging a manufacturing representative so that the device could possibly be jump started. The caller is unsure of the patient¿s device information and does not know anything further about the devices or reported events. No further complications or patient symptoms were reported or anticipated. Indication for use is unknown.